Event description:
End user called to complain about the calibration of the device not testing. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for further investigation.